Event description:
During surgical procedure, a bovie pencil from custom minor pack was used 1-2 times without difficulty. Upon next use, the bovie tip "caught fire." Item was immediately removed from the field and replaced with a new tip.